Event description:
It was reported that the patient experienced increased pain during a normal refill cycle. A volume discrepancy was noted; the estimated reservoir volume was 3 ml, when the actual reservoir volume was 32 ml. No issues were noted on the event logs. The drugs in the pump were dilaudid and bupivacaine. It was later reported that a catheter access port procedure was performed; the hcp experienced difficulty aspirating fluid through the cap. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.